Manufacturer narrative:
The investigation determined lower than expected vitros phyt quality control results were obtained from two different quality control fluids on a vitros 5600 integrated system. The most likely assignable cause is instrument related, as acceptable phyt quality control results were obtained after ortho field service performed service actions to the immuno-wash subsystems of the 5600 analyzer. The investigation found no evidence the vitros phyt reagent malfunctioned.

Event description:
A customer observed lower than expected vitros phyt quality control results obtained from 2 different levels of non-vitros biorad controls on a vitros 5600 integrated system. Biorad phyt l2 lot 40892 control results of 8.7, 8.3, 8.1 ug/ml verses an expected baseline mean of 11.5 ug/ml. Biorad phyt l3 lot 40893 control results of 14.4, 10.0, 11.1 ug/ml verses an expected baseline mean of 20.3 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegation that patient results were affected or reported from the laboratory; however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no reported allegation of patient harm as a result of this event. (B)(4).